Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly deployed. Inspection of the fluid path found the exposed portion of the soft cannula partially torn, allowing fluid to exit at the tear rather than the distal tip of the soft cannula. Although this damage was observed, it cannot be determined when or how this damage occurred. No evidence was found that would result in bleeding or bruising at the infusion site; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose and insulin history is as follows: (B)(6). There was bruising noted at the site. The pod was worn between 4 and 24 hours on the leg.